Event description:
A distributor reported to baxter that their local customer reported a complaint on set with lot # ho8c29021. Reportedly, connection between blue and white broken disconfigurated loose. Defect was noted during patient use. No patient injury reported. One defective sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a broken, disfigured and loose mainbody on a transfer set. A batch review showed no issues. During evaluation, it was noted the occluder feet were broken. The root cause was environmental stress cracking. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.